Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) of reyj1412 showed no other similar product complaint(s) from this lot number. The device has not been returned to the manufacturer, at this time, for evaluation. Device not returned.

Event description:
It was reported that pt sent to PICC services as the PICC which was placed 2 days ago was reported leaking. PICC line was examined and allegedly found to have a small pinhole leak at approximately 2cm beyond the catheter skin junction (it was reportedly not able to be seen until the line was withdrawn 2cm. Patient allegedly required PICC removal and a second insertion.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 5fr d/l groshong catheter. Usage residues were observed throughout the sample. A longitudinally aligned spilt was observed between the 40cm and 41cm depth markings. The split occurred at the corner of a partially circumferential kink impression. An attempt to infuse water through the red lumen using a 12ml syringe revealed a leak emanating from the site of the aforementioned split. The red lumen was occluded by blood product distal of the split. The white lumen was patent to both infusion and aspiration with no observed leaks. Tactile inspection of the sample revealed slight tensile weakness in the vicinity of the split. Material discoloration was observed in the vicinity of the split. The catheter kinked preferentially at the split site. Microscopic inspection of the split revealed sharply defined granular edges. The kink impression, preferential kinking, material discoloration and tensile weakness were consistent with repetitive kinking of the sample. That kinking resulted in the gradual formation of the observed split. Placement, securement, anatomical and physiological factors may impact catheter kinking.